Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation/rash. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes. Chapter 11 / page 115. Infusion site checks. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Mother reported that the patient experienced a rash at the pod site that was open and was oozing a green/yellow. Redness and irritation were visible around the edges, but she did not see drainage until the pod was removed. She sent messages to the doctor, and the allergist sent a prescription, but the patient was not actually seen. The prescription was for a hydro-steroid (betamethasone 0.05% cream, apply topically twice daily for three days). Pod was worn on the arm for longer than 48 hours. The patient is allergic to the pod adhesive.